Manufacturer narrative:
Update: the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The initial reporting stated that no additional investigational inputs are available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4), depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: exactech bone cement event: this was used in conjunction with depuy product in this patient.

Event description:
Patient was revised to address varus collapse of the tibial tray, which was also loose at both interfaces. Competitor cement was used at the time of original implantation. Poly wear and pitting of the tibial insert was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.